Event description:
Perfusionist reported resistance on the oxygenator inlet. Blood escaped from the connector that came from the line of the roller head to the oxygenator inlet. They were unable to pump. The oxygenator was removed and replaced. Procedure completed successfully.